Event description:
The product complaint report shows the customer alleged the ventilator lost its settings when unplugged. Customer also stated the ac power loss alarm failed to function. The malfunction was discovered prior to the ventilator being reconnected to the pt, but no pt injury was alleged. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.